Manufacturer narrative:
Corrected data: suspect medical device.

Manufacturer narrative:
The cobas ® sars cov-2 assay for the cobas ® 6800/8800 platform test was able to detect the virus the first time (this rules out mutation as a cause for the 6800 not picking it up the second time). Also, this supports that the sample was somehow compromised throughout this sequential testing process. It is most likely sample handling as a factor in the discrepant results. Secondly, it is also possible that the second testing with the competitors assay is negative due to mutation, but we also generated a negative on the 6800 so the sample was likely compromised (if the sample is sitting to long or at the wrong temp the sample will degrade because rna is sensitive to this). It could be a combination of these things that gave the discrepancy. As the positive result was not reproduced on the 6800 with the same sample, so it is likely that the sample quality went down over time. An investigation was performed on the reagent lot and no problems were found. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in malaysia reported discrepant results generated with the cobas sars-cov-2 test. The first run of testing with the cobas 6800 (batch 1502) for the sample generated positive results on both targets. Upon retesting of the same sample on a different platform (manual extraction), results generated negative results. The ic of the sample were valid according to user. Manual extraction was repeated and generated negative results. The same sample was retested a second time on the cobas 6800 (batch 1538), generating negative results. The results were not reported with a recommendation for a new sample. There is no allegation of harm or injury. The sample was stored in a vtm with clear liquid (with inactivation buffer) collection tube in a chiller at 2-8'c. The user facility transfers all volume from primary tube into secondary tube (~2-3ml) and the secondary tube will be loaded into the c6800 to run. And this same tube will be stored in the chiller 2-8'c, after testing.

Manufacturer narrative:
Additional information: b5, b6.

Manufacturer narrative:
A supplemental report will be filed upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in (B)(6) reported discrepant results generated with the cobas sars-cov-2 test. The first run of testing with the cobas 6800 (batch 1502) for the sample generated positive results on both targets. Upon retesting of the same sample on a different platform (manual extraction), results generated negative results. The same sample was retested a second time on the cobas 6800 (batch 1538), generating negative results. The results were not reported with a recommendation for a new sample. There is no allegation of harm or injury. The sample was stored in a vtm with clear liquid (with inactivation buffer) collection tube in a chiller at 2-8'c. The user facility transfers all volume from primary tube into secondary tube (~2-3ml) and the secondary tube will be loaded into the c6800 to run. And this same tube will be stored in the chiller 2-8'c, after testing.